Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The blood glucose level was unknown. It was stated that there was a battery low and customer changed new battery and keeps on beeping and shows an open book. Customer reported that they had not received any error before the open book image on the insulin pump screen. The troubleshooting was performed. The customer was advised to discontinue use of the pump and recommended refer to back up plan per health care provider¿s instructions and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error alarm with constant tone due to main download timeout or external flash crc test failed. Unable to determine the root cause, problem isolated to electrical board . Unable to verify low battery alarm due to critical pump error .